Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer reported they have a backup plan available. The customer treated with manual injection. The customer was admitted to hospital. Customer was experiencing symptoms of high, vomiting, sweating, fever. The customer was treated with corrects with pumps and injections. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was to call when tubing clamp received to perform high pressure.